Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly, customer primed the tubing but the air bubbles persisted. Tandem technical support (cts) suggested to change the cartridge to resolve the issue; however, customer declined further troubleshooting with cts therefore no information was able to be obtained. Customer¿s blood glucose level was 233 mg/dl.